Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with posterior colporrhaphy and sacrospinous ligament fixation due to symptomatic rectocele.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2011 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was reported that patient experienced incomplete bladder emptying and underwent mesh revision on (B)(6) 2011; and additional mesh revision on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent perineorrhaphy (reverse episiotomy), excision of vulvar inclusion cyst and possible neuroma, and alcohol injection on (B)(6) 2013 due to narrow vaginal introitus with dyspareunia, point tenderness of the vulva, and suspect neuroma. It was also reported that the patient underwent umbilical herniorrhaphy x1 with concomitant ventral incisional herniorrhaphy x2 (same incision) on (B)(6) 2014 due to umbilical hernia. No additional information has been provided. (B)(4).